Event description:
This is a report of a patient that experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the diagnosis, for the peritonitis. However, the treatment was not reported. Ten days after hospital admission, the home patient was discharged. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.